Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, accessed patients PICC line as it had no venous return with district nurse. Initially flushing, noticed insertion site area wet. Dressing removed and surrounding skin cleaned, tried to flush again which became resistant. Spoke with PICC nurse, advised to remove PICC line as blocked/fracture. PICC line removed and patient updated as to what is going on. No other information was provided.